Event description:
Patient presented for normal follow up and it was reported tht externalized conductors were noted. No electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.